Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
As I was using it the bottom of the brushhead came off [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the bottom of the oral-b dualaction or dual clean brushhead came off while she was using it with an oral-b rechargeable toothbrush, version unknown. This was not the first time that she had used these particular brushheads. No symptoms developed.

Manufacturer narrative:
On 17-may-2016 product investigation results: the reporter returned one oral-b dual clean brushhead on 20-apr-2016. Investigation revealed: the result of the analysis done with the consumer return showed that wear and improper handling led to the complaint.

Event description:
As I was using it the bottom of the brushhead came off [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the bottom of the oral-b dualaction or dual clean brushhead came off while she was using it with an oral-b rechargeable toothbrush, version unknown. This was not the first time that she had used these particular brushheads. No symptoms developed.